Event description:
It was reported that the suction irrigator was removed from the water source due to leakage. Once the water source was removed, the battery supply started to overheat and remain functioning without the device being used. Batteries were removed from the device, and there was smell of burnt plastic coming from the device.

Manufacturer narrative:
Alleged failure: suction irrigator removed from the water source due to leakage. Once the water source was removed, the battery supply started to overheat and remain functioning without the device being used. Batteries were removed from the device, and there was smell of burnt plastic coming from the device. Update- issues with device buttons sticking, leaking, and vaporized saline the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the suction irrigator was removed from the water source due to leakage. Once the water source was removed, the battery supply started to overheat and remain functioning without the device being used. Batteries were removed from the device, and there was smell of burnt plastic coming from the device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.